Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii/IV.¿

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, cloudy gel, brown particles in shell, observed split in patch (ss), it is out of specification per and it is assessed as workmanship. The weigh of the device was within specification. After autoclave cycle was observed voids between shell and gel. Based on the device analysis the final assessment is observed split in patch assessed as workmanship. Further investigation has been initiated.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted.